Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device did not provide necessary sealing. The patient was intubated in an ICU ¿ covid and was absolutely necessary to be reintubated. There was no adverse symptoms associated with the tube.